Manufacturer narrative:
A field engineer was dispatched in regards to the issue. The engineer replaced parts, made adjustments to wiring, and performed instrument checks. The engineer could not identify any issues with the parts. The provided instrument alarm trace shows sample clot alarms which indicate an issue with the customer's sample quality. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable, shbg, dhea-s, testo, cort, and prl results for an unspecified number of patient samples, out of approximately 1672 result comparisons that were provided, on a cobas 8000 e801 module. Two examples of patient comparisons for each assay: (sample ID: (B)(6)). The initial result was 24.9 and the repeated result was 7.46. (Sample ID: (B)(6)). The initial result was 24.9 and the repeated result was 6.6. Shbg: (sample ID: (B)(6)). The initial result was 73.5 and the repeated result was 98.9. (Sample ID: (B)(6)). The initial result was 91.4 and the repeated result was 119. Ft4: (sample ID: (B)(6)). The initial result was 7.77 and the repeated result was 1.18. (Sample ID: (B)(6)). The initial result was 7.77 and the repeated result was 1.41. Tsh: (sample ID: (B)(6)). The initial result was 1.99 and the repeated result was 2.63. (Sample ID: (B)(6)). The initial result was 0.876 and the repeated result was 0.631. (Sample ID:(B)(6)). The initial result was 445 and the repeated result was 321. (Sample ID: (B)(6)). The initial result was > 2000 and the repeated result was 290. (Sample ID: (B)(6)). The initial result was 651 and the repeated result was 219. (Sample ID: (B)(6)) the initial result was 651 and the repeated result was 121. Dhea-s: (sample ID: (B)(6)). The initial result was > 1000 and the repeated result was 48. (Sample ID: (B)(6)). The initial result was 175 and the repeated result was 89.7. Testo: (sample ID: 48> (B)(6)). The initial result was 3.52 and the repeated result was 8. (Sample ID: > (B)(6)). The initial result was 11.1 and the repeated result was 16.3. Cort: (sample ID: > (B)(6)). The initial result was 8.7 and the repeated result was 5.75. (Sample ID: > (B)(6)). The initial result was 53.4 and the repeated result was 5.4. Prl: (sample ID: (B)(6)). The initial result was 9.89 and the repeated result was 16.7. (Sample ID: (B)(6)). The initial result was 1.75 and the repeated result was 24. The units of measure were requested, but not provided. The reagent lot numbers and expiration dates were requested but not provided. Some of the results were reported outside of the laboratory, but it is unknown which results were reported outside of the laboratory.